Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: -3006705815-2017-00219. It was reported following a trial lead procedure on (B)(6) 2017, the patient visited the ER due to headache. During which time the patient was treated with caffeine tablets and advised to rest. It was noted the patient then underwent surgical intervention on (B)(6) 2017 wherein the leads were explanted due to cerebrospinal fluid (csf) leakage. The patient was also given a blood patch. Additional information revealed the patient's headache has improved and the patient is resting.